Event description:
It was reported that patient underwent an abdominoplasty on (B)(6) 2024 and suture was used. The suture thread was not moving in the usual way and the surgeon had the sensation to the touch that the gauge seemed thinner. In the end, with the force they had to exert to pass the thread through the fabric, the thread broke. There were no adverse consequences to the patient. Further information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -it was reported "the breaking of a box of sutures code vcp341", what is the total number of broken sutures involved in this event? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/18/2024. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported "the breaking of a box of sutures code vcp341", what is the total number of broken sutures involved in this event? 2 units. Did the event occur during one or multiple patient procedures? One patient. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not from our company device return status. Please document the shipment tracking number: we have the product in our hands please provide the source or name of person providing answers to follow-up questions: (B)(6)/(B)(6). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related reports: 2210968-2024-03133.